Manufacturer narrative:
(B)(4).

Event description:
It was reported the device showed noise svc-can and discrimination rv coil-can vectors on a nsvt episode via merlin.net. The patient was asymptomatic. The noise was intermittently being oversensed on the discrimination channel due to myopotentials. Programming changes were made. The patient was fine.